Event description:
A pt reportedly was being scanned for a c-spine, t-spine, I-spine and wrist exam. A medrad ECG monitor was being used on the pt. The pt was under anesthesia during the exam. There was no padding between the ECG cables and the pt. After the exam, it was noted that the pt had three-dime size blisters where the ECG leads were attached. Antibiotic ointment was given to the pt by the anesthesiologist. The pulse sequences and durations used for the exam are as follows: cervical 3 plane loc-18sec, 3 plane loc-18sec, frfse-2min 53 sec, fset1-3min7sec, fseir-3min33sec, merge5min-18sec, 3dcosmic-2min44sec, t1fse-2min56sec.

Manufacturer narrative:
A ge healthcare fe visited the site and evaluated the system, the methodologies used, results, and conclusions are as follows: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Verified the gehc supplied equipment was functioning, while the pt was scanned. Verified the scanner did not experience a system level error during the pt scan. Surface coils / accessories: (surface coil / ECG checks) verified the surface coil, the connectivity for damage as well and to check the scanner error log. Verified the ECG functionality. System / image quality: (system level testing to check for system failures) verified the images were free of irregularities. Verified the overall system stability and system signal to noise ratio were within specification. Verified the rf power output, quadrature checks and power monitoring functionality were within expected performance limits. Pt monitoring: (pt alarm & rf safety monitor checks) verified pt alarm system functions to specification. Verified pt intercom. No issues were detected when the tests described above were performed. The engineering investigation concludes that the system is performing to specification.